Manufacturer narrative:
Insulin pump was received with pump error 68/49/23 alarm after battery changed, pump error 75 alarm during self test and high sleep current due to moisture damaged on electronic assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple pump error. Customer¿s blood glucose level was 5 mmol/l. Customer was able to rewind the insulin pump. Customer reported that they performed self-test and they failed the test. Customer was advised to discontinue the use of insulin pump and revert to back up plan. The insulin pump will be returned for analysis.